Event description:
It was reported that the imaging catheter got stuck in stent. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). They performed percutaneous coronary intervention (pci). After the implantation of a non-bsc stent and post dilatation, intravenous ultrasound (ivus) was performed at the distal lcx. During the removal of the atlantis¿ sr pro² imaging catheter, the wire exit port of the device came in contact and got stuck at the distal edge of the non-bsc stent. The physician removed the imaging core and an unknown guidewire was inserted. Another unknown guidewire was inserted at the side of the atlantis¿ sr pro² to straighten the vessel. The physician rotated the device and removed it completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that the imaging catheter got stuck in stent. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). They performed percutaneous coronary intervention (pci). After the implantation of a non-bsc stent and post dilatation, intravenous ultrasound (ivus) was performed at the distal lcx. During the removal of the atlantis sr pro² imaging catheter, the wire exit port of the device came in contact and got stuck at the distal edge of the non-bsc stent. The physician removed the imaging core and an unknown guidewire was inserted. Another unknown guidewire was inserted at the side of the atlantis sr pro² to straighten the vessel. The physician rotated the device and removed it completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Update: device evaluated by the manufacturer, evaluation summary attached, method codes, result codes and conclusion codes device evaluated by manufacturer: the complaint device was returned for evaluation with a guidewire. Kinks were observed in the sheath assembly at 23.0 cm from femoral marker at the proximal end and imaging core 91.0 cm at distal housing tip end. The guidewire exit port was lifted 1.0 mm. The returned guidewire was inserted and there is no indication of resistance in tracking the guidewire into the catheter. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. An attempt was made to reconnect the male/female luer connection. However it was not possible due to the observed kink and imaging core windup. Imaging core wind up in the telescope assembly was observed during visual analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).